Event description:
The patient experienced both overdose and underdose symptoms. The patient was very rigid and distressed. The patient needed intensive care for respiratory support. No pump reservoir discrepancies were noted. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): the serial number of the device is included in the synchromed ii missing propellant recall and physician communication dated may 21, 2008.